Manufacturer narrative:
The device history record and associated catheter receiving inspection record were reviewed and no issues or deviations were observed. The product met specifications after completion of the manufacturing process. The leak in the catheter shaft was confirmed but the root cause could not be established. Based on the information provided that the catheter was able to infuse and withdrawal fluid during pre-insertion testing by the clinician, it is possible that the catheter was kinked during insertion into the patient leading to the leak. The complaint is considered reportable to the FDA due to similarly marketed devices. This complaint is for product code "pfm3sml20p" , for foreign countries and product code "pfm3sml20" is an identical product and marketed in the united states.

Event description:
Patient had device inserted in clinic, on pre-insertion of device check and on initial testing the line was flushing and withdrawing blood without issue. Patient then attended infusion clinic and on administration of treatment an hour later the line appeared to have fractured at the top of the wings of the device and was visibly kinked. A small leak was evident on flushing the device. Patient was unwilling to proceed with a further midline insertion that resulted in repeated cannulation. Patient was placed at risk of infection and air embolism when the line initially fractured. The midline was removed after it fractured within an hour of line insertion.